Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant testing, the device was measuring data inappropriately from what was programmed. Programming changes were recommended. The patient was stable.

Event description:
Additional information received indicated that the patient presented with no symptoms.